Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a pocket infection and dehiscence at the implant site. The patient reportedly used hydrogen peroxide to clean the area which was suspected to have caused the dehiscence. On (B)(6) 2018, the patient's device, right atrial, and left ventricular leads were explanted. The physician was unable to remove the right ventricular lead during the procedure. On (B)(6) 2018 the right ventricular lead was explanted. The patient then presented on (B)(6) 2018 for a system implant. The patient was stable throughout.